Manufacturer narrative:
Corrected information was provided in e4 (reporter also sent report to FDA?). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the stroke: the cause of the injury was unable to be determined due to insufficient clinical details. Cardiogenic shock: the cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
The user facility reported an imella 5.5 in a 62 year old male patient for acute myocardial infarction and cardiogenic shock support. He was alert on presentation but then brought back and became unresponsive and pulseless. Rhythm shown to be pulseless electrical activity. Cardiopulmonary resuscitation started and return of spontaneous circulation achieved. Patient was intubated and hypoxemic. Impella cp placed. The device experienced pump stop at bedside while awaiting definitive surgical planning- unable to restart with standard troubleshooting steps. Device explanted at bedside and converted to intra-aortic balloon pump as bridge to 5.5.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.